Event description:
It was reported that device was giving channel error message. It was reported that there was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Additional info: g.3 correction: b.4

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device was giving channel error message. It was reported that there was no patient involvement. Although requested, additional information was not provided.